Event description:
The spouse of a home pt (hp) reported the hp felt fullness and shortness of breath during dwell on two occasions using the homechoice cycler for apd theray. In 8/2003 the hp began having severe coughing and spewing blood and phlegm. The hp's spouse related that the hp was examined by the physician in 8/2003 and was diagnosed with bronchitis. X-rays revealed fluid on the hp's lungs. As a result, the hp was given the antibiotic zithromax 250mgs for 5 days, and a cough medication, tessalon 100mgs once every 12 hours. On two nights the hp felt fullness and developed shortness of breath during the dwelll phase of the apd therapy. The hp placed the cycler into a manual drain and removed approx 230mls of peritoneal dialyiss fluid on both occasions with relief. After the manual drain was completed, the hp continued the apd therapy to completion.